Event description:
A patient was being positioned for surgery when the 40" carbon fiber extension that was attached to the table released. The staff was still holding onto the patient when this happened so no one was injured. The accessory and table was removed and a new one brought in. The surgery was able to be completed as scheduled. The accessory has been taken out of service. The facility's third party service technician evaluated the accessory and determined that the release latches needed to be replaced. They were ordered and will be replaced upon arrival at the hospital.